Manufacturer narrative:
(B)(4).

Event description:
The patient received questionable results from coaguchek xs meter serial number (B)(4). The patient tested four times using four different fingers within a two hour timeframe. The results were >8.0 inr, 6.8 inr, 5.7 inr, and 6.4 inr. The patient was not adversely affected. The patient was not anemic, had no antiphospholipid antibodies, and no heparin. The patient was bruising easily the last couple days and "cut back on coumadin" last week. The patient stopped taking coumadin (B)(6) 2017 until seeing the doctor at her appointment on (B)(6) 2017. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 176191-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.

Manufacturer narrative:
The customer's returned two test strips and the suspect meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.3 inr and 2.9 inr. Donor hct: 50% and 52%. Testing results: donor 1: master lot and retention meter / customer strip and meter, 3.3 inr/ 3.2 inr. Donor 2: master lot and retention meter / customer strip and meter, 2.9 inr / 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. A possible reason for high inr may be due to sample collection, e.g. When the fingertip was squeezed. Thereby intracellular fluid can dilute the blood sample, and increase the inr value. If the meter shows values > 8 inr the measurement is out of range and the customer has to contact the doctor immediately to check the current medications. The result has to be determined with another method.